Event description:
Information received indicates that the head and knee functions will stop working unintentionally.

Manufacturer narrative:
The facilities maintenance replaced the control box to repair the bed.